Manufacturer narrative:
Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to environmental radiation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this caller was inquiring an atrial fibrillation (af) report with a date range error. A boston scientific technical services consultant performed a review of the device memory. The consultant recommended bringing the patient into the clinic to perform a 60-60 magnet reset to clear up this error. No adverse patient effects were reported. .